Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system message would not clear. The system was switched out and the cases proceeded. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The pcb was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).